Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporting institution phone#: (B)(6). E1: reporter phone#: (B)(6).

Event description:
It was reported the device does not give correct blood pressure readings as the results given was simply impossible: 187/147. When the customer switched to a welch allyn device the blood pressure reading was ok. The device was in clinical use. There was no report of patient or user harm. Good faith effort attempts are being made.